Event description:
Treatment was discontinued on a gravely ill pt undergoing crrt on a prisma machine. The pt expired four hrs later. Neither the nurse nor the physician believes that any failure of a gambro device caused or contributed to this pt's death.